Event description:
Follow-up information revealed the patient underwent surgical intervention, where his ipg was explanted and replaced with a different model. The patient stated he is doing well and has effective stimulation therapy postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between his ipg and external devices after a recent CT scan. It was also reported the patient's programmer reflected a communication error. The patient's ipg is inoperable and the patient is without stimulation. The patient will undergo surgical intervention as the next course of action.